Event description:
In 1/90 rptr had right breast reconstructive surgery with expander implanted. (7/80 rptr had cancer right breast. Modified radical mastectomy performed.) In 7/90 rptr has burning joint pain in knees. Her health began to deteriorate from there to add'l joint pain in ankles and wrists, muscle pain, neuropathy, pain, fatigue, depression, rashes, night sweats, balance and concentration problems and chest pain. The right breast implant ruptured and rptr had a capsular contracture.